Event description:
It was reported that the syringes were leaking with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that 3cc syringes were leaking.

Manufacturer narrative:
Investigation: no samples or photos received for investigation. However, ten retention samples are evaluated for functionality and tested for leakage, deformation in the thread of the barrel, and defects on the molding of the barrel, plunger rod, and/or stopper. During the tests performed on the retention samples, no defects were detected that occasionally occurred "connection leakage". The results were compliant. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringes were leaking with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that 3cc syringes were leaking.